Event description:
It was reported that a revision surgery was performed due to wear of the polyethylene articular insert and metal tibial base. Intraoperatively it was noted that there was severe metalosis as well as polyethylene and metal wear.